Event description:
It was reported that the ilet user experienced hyperglycemia with a cgm reading of 217 mg/dl in the context of an insulin occlusion alert that did not follow a supply change or meal while the user was away from home; the user was advised to resume insulin and monitor, and glucose subsequently returned to range. Customer care provided support that included communication with the user and blood glucose follow up. Investigation of this case revealed a mechanical problem consistent with an insulin occlusion, with no manufacturing deficiency identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.